Event description:
It was reported that during the procedure the physician dilated the balloon of the subject balloon catheter using 1:1 contrast and saline but failed to do so and thought that the balloon of the subject balloon catheter leaked. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The device was returned. The reported lot number was confirmed from the hub of the device and the returned packaging. On visual inspection, the device was visually inspected, and no issues were noted. The device was attached to an encore syringe and inflated/deflated without any issues. The device inflated without any issues and no leaks were noted. On functional testing balloon inflation test passed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Analysis of the returned device revealed no visual anomalies. The balloon was able to inflate and deflate without difficulty during functional testing and no issues were noted to the inflated balloon. Based on the investigation, not confirmed will be assigned to the reported complaint since the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure the physician dilated the balloon of the subject balloon catheter using 1:1 contrast and saline but failed to do so and thought that the balloon of the subject balloon catheter leaked. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.